Event description:
It was reported that the pump exhibited an untimely occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a downstream occlusion alarm. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.